Event description:
It was reported to boston scientific that during a colonoscopy with stent placement the stent would not deploy during the procedure. The user examined the catheter and it looked like it was kinked. They used another wallstent enteral duodenal stent to complete the case with no complications to the patient. The patient's condition was reported as "fine."

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation cannot be performed; therefore a failure analysis is not available product unavailable for analysis.